Event description:
Philips received a complaint on the v60 ventilator indicating that the device was turned into the customer biomedical engineer (bme) with a high tidal volume alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer bme informed the remote service engineer (rse) that they performed a full preventative maintenance (pm) test on the device and were unable to duplicate the reported alarm. The rse advised the customer to check the tidal volume alarm settings and see what the tidal volume was set to on the device. If the tidal volume was set below the tidal volume alarm threshold, this would trigger an alarm. The customer confirmed that they would check the settings and run it by the respiratory director before returning the device to use.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a return to use for the device and the patient information from the time of the event. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.